Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report an adverse event on (B)(6) 2014. Patient reported that while at a football game she experienced a low blood glucose level and was alerted by the continuous glucose monitoring device. Patient stated that she missed the alert but her sister heard it. Patient stated she did not remember much from the game but was given an IV from the medical staff and then came to. Patient further reported that later that day she attempted to enter a calibration but the receiver would not accept it. At the time of contact patient did not report any further medical attention.

Manufacturer narrative:
(B)(4).